Manufacturer narrative:
Follow-up #1: date of submission: 02/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2016 with the following findings: display screen is dim/faded (pink). Unrelated to the complaint, leak test failed due to pump case leak. Pump case cracked near the top & bottom right corners of the display lens at the crack seal.. Pump opened; evidence of moisture found internally inside cover, on the battery canister and on the transceiver printed circuit board. Battery compartment crack below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.